Manufacturer narrative:
Device evaluation of battery charger (B)(4) has been completed. The reported problem (unable to charge a battery) has been confirmed. Upon investigation the battery charger was resetting. The cause for the failure was due to contamination found throughout the charger. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor reported that a patient's battery charger would not charge a battery.